Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged watery eyes, stuffy nose, breathing problems, gum lineis swollen from using the device there was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged watery eyes, stuffy nose, breathing problems, gum line is swollen from using the device. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The internal aspect of the device was inspected. Pil observed the following from an external and internal inspection: slight unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, slight dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black (inconsistent with degraded sound abatement foam), speck of contamination on the bottom the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.